Manufacturer narrative:
Internal file number - (B)(4). Manufacturer site changed from (B)(4). Unique device identifier (UDI): (B)(4). Evaluation summary: analysis was performed on the returned device. The reported kink/ bend could not be confirmed as there were no kinks/ bends were observed on the returned device. Although it was reported that the sutures did not deploy, the event is classified and analyzed as needle to cuff miss as the difference between the two failure modes is often not discernable to the user. A conclusive cause for the reported failure to deploy the suture could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported kink/ bend and failure to deploy the suture could not be confirmed as the device was returned in the pre-deployed position and there were no kinks/ bends observed on the returned device. A conclusive cause for the reported failure to deploy the suture and bend could not be determined. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, two proglide devices had cuff misses. A third proglide device was removed and the sheath and advancer were kinked; the suture was not deployed. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 14f and the pevar procedure was completed. The successfully preplaced sutures of the fourth and fifth proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.